Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure.